Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that when the patient's infusion ended there was about 100-175ml left in the bag and that the pump is under infusing. Mmdg did follow up with the initial reporter and there were no adverse events reported. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump operated within product specifications. Based on the investigation results, no MDR was required.

Event description:
The initial reporter stated that when the patients infusion ended there was about 100-175ml left in the bag and that the pump is under infusing. Mmdg did follow up with the initial reporter and there were no adverse events reported. (B)(4).